Event description:
The customer reported that an 840 ventilator had a blank screen. The customer did not report if there was patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the backlight inverter printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).